Event description:
During a hysteroscopy, a metal piece of the operating sheath came off in the uterus. The piece was visualized and extracted with forceps. No pt problem was reported. The fragment was from inside the upper tip of the sheath.